Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 470mg/dl which was treated with manual injection. Customer stated that high blood glucose led to emergency room visit. Customer alleged for possible under delivery. Customer reports insulin exited at the quick release. Customer¿s current blood glucose was 430mg/dl. Products will not be return or analysis.